Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). The customer reported a trellis catheter was used with a patient and the physician decided to do contralateral approach without using the reinforced sheath. After ten minutes of treatment, the oscillation stopped. The physician removed the oscillation wire and noticed that it was broken. The broken part was inside of the catheter when the catheter was removed. Investigation of the returned catheter on (B)(6) 2014 found the dispersion wire exhibited a fracture at the transition between the straight (black jacket) section and the sine-waved (gray jacket) section. Neither the gray section, nor the catheter were received for investigation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become received a supplemental report will be submitted.